Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device after a carotid angiogram. The arterial access site was confirmed in the common femoral artery and the vessel was greater than 5mm in diameter. The physician inserted, deployed and removed the device without difficulty. It was reported that hemostasis and closure were achieved. The patient was transferred to the post recovery area. Shortly thereafter, the patient developed "ischemic symptoms" of the right lower extremity. It was reported that the right leg was "cold" and the distal pulses were diminished. The patient was taken back to the cardiac catheterization lab where the physician performed a right femoral angiogram via arterial access of the left groin. It was reported that there was "stenosis" of the right common femoral artery. The physician inserted an angiojet device via the left groin and advanced it over the iliac horn to the right femoral artery stenosis. The thrombus was removed and then a stent was placed. It was reported that distal blood flow was restored. The patient did "fine" and was discharged home the next day. There are no reports of any further adverse patient sequelae.